Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient experienced valve regurgitation. While attempting to implant the ventricular leadless pacemaker (lp), it was noted that the lp exhibited a positioning failure, low pacing impedance and a stretched helix. The lp was not used and a second ventricular lp was attempted to be implanted and it was noted that the lp was unable to be implanted. The lp was not used. There were no patient consequences.